Event description:
Routine remote transmission showed rv [right ventricle] pacemaker lead oversensing due to noise. Noted up to 4 second pauses due to inhibition from oversensing noise. Rv lead extracted [redacted] and new rv pacemaker lead implanted.